Event description:
Patient reported a right side exchange of textured device due to product concern. Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is as event and is not related to the device. Capsular contracture : unable to observe since it is as event and is not related to the device. Rupture : observed, broken side assessed as unidentified (tear) opening and missing on the posterior side assessed as inconclusive . (Shell thickness was within specification). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported a right side exchange of textured device due to product concern. Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure.